Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level and was alleging that the insulin pump was over delivering. The customer's blood glucose level was 41 mg/dl at the time. The customer¿s other blood glucose level was 54-57 mg/dl. The insulin pump will not be returned for analysis.